Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) displayed user advisory (ua) 12 (lifeband not present) message" was confirmed based on the archive data review but was not confirmed during the functional testing. The reported ua12 message was not reproduced during the functional testing, and the autopulse platform functioned as intended. Upon visual inspection, unrelated to the reported complaint, multiple broken screw wells on the front enclosure were noted. The observed physical damage is likely attributed to user mishandling. The front enclosure was replaced to address the observed physical damage. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The autopulse platform was manufactured in 2017 and is five years old. The archive data indicated ua12 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform passed the functional testing without fault or error. The autopulse platform was further tested by inserting a belt clip multiple times and by turning the device off and on approximately ten times, and no malfunction was noted. The reported ua12 message was not reproduced during the functional testing, and the autopulse platform functioned as intended. Nevertheless, the reset switch cable and the monolithic plunger were replaced as a preventive precautionary measure to address the ua12 message. The autopulse platform was further tested with an instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each without fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
The customer reported a complaint that the autopulse platform sn (B)(4) displayed user advisory (ua) 12 (lifeband not present) message. The customer tried troubleshooting by replacing the lifeband, but the ua persisted. No further information was provided. The patient use information was requested, but no additional information was provided.